Manufacturer narrative:
No pre-existing anomaly was detected by checking the manufacturing and sterilization charts of the lot numbers involved in the event. This is the first and only complaint we received with this lot number. We will submit a final report as soon as the investigation is complete.

Event description:
Revision surgery performed on (B)(6) 2025, due to glenoid loosening, bone loss and poor bone quality. The following components were removed: smr trauma hum. Body# short (part number: 1350.15.030, lot number: 2017188, sterilization: 2000339). Smr humeral head ø42 mm (part number: 1322.09.420, lot number: 1400754, sterilization: 2100055). Smr ecc. Adaptor taper standard (part number: 1330.15.274, lot number: 2124614, sterilization: 2200002). The patient previously had a total shoulder arthroplasty with lima components (smr stem, trauma body, eccentric adapter, humeral head, and 3-pegged cemented poly), though the initial surgery date is unknown. On (B)(6) 2024, the patient underwent a revision procedure for glenoid loosening. During the on (B)(6) surgery, the surgeon attempted to complete the second phase of the revision. The humeral stem, body, and head were removed. However, when trying to implant the baseplate for a reverse shoulder replacement, the soft glenoid bone cracked. To address this, the surgeon decided to reinforce the glenoid with bone graft and proceeded by placing an adapter and humeral head onto the reverse body, converting it into a hemiarthroplasty. The patient is a female, date of birth on (B)(6) 1952. The event happened in the united states.